Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device was provided an alarm with an error code 120.4610 (indicating processor charge current too low for present charge level setting on charger ship requiring the device replace the battery) and 133.6080 (indicating that the back up speaker failed requiring to replace the backup speaker). The battery and speaker were replaced and functionality was verified to be within tolerance.